Manufacturer narrative:
The device was implanted on (B)(6) 2024. The data dated (B)(6) 2025 revealed a proper functioning of the crt-d. On (B)(6) 2026, a rf cardiac ablation occurred. The next crt-d in-clinic follow-up occurred on (b)(60 2026. Analysis of provided data dated (B)(6) 2026 revealed several alerts; rrt has been reached since (B)(6) 2026. Further data analysis revealed that electro magnetic interferences (emi) were observed on (B)(6) 2026 most likely due to the ablation procedure. Those emi damaged the ic diamond chip of the crt-d. This damage generated a device overconsumption and a reset. The rrt has been reached the same day. The device was explanted on (B)(6) 2026 and returned for analysis: upon reception, the returned device could not be interrogated. The device can¿t pace or communicate. Then the device was opened to have direct access to internal components: detailed visual inspection did not reveal any anomaly; battery voltage was measured at 1,13v further analysis and tests revealed the overconsumption on the integrated circuit (ic) diamond chip. It should be noted that the manual warns about the risks associated to medical environment. In particular, it specifies that ¿a radiofrequency ablation procedure in a patient with a generator may cause device malfunction or damage¿ based on available data, the cause of the reported event is the procedure of cardiac rf ablation. The strong emis generated by the radiofrequency ablation procedure led to damage the ic diamond chip, inducing overconsumption and premature battery depletion.

Event description:
Reportedly, in (B)(6) 2025, the patient underwent follow-up, presenting stable electrical parameters and impedance values within normal limits, indicating an estimated longevity of over 10 years. On (B)(6) 2026, an electrophysiological study and ablation for paroxysmal af were performed, including pulmonary vein isolation and cavo-tricupid isthmus ablation using radiofrequency ablation with a high-power/short-duration methodology (50w in 10sec applications) using a biosense qdot irrigated catheter. The patient report also refers to pre-ablation electro-anatomical mapping with the abbott ensite x system. The device was interrogated yesterday (B)(6) 2026) and displayed several alerts and an "electrical reset", coinciding with the date the ablation was performed. It shows impedances of the three electrodes > 3000 ohms and the generator battery in rrt.